Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged during a procedure. It was noted that the dislodgement was caused by the physician while replacing tricuspid valve. A poor sensing and capture threshold were observed on the atrial lead. The atrial lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.